Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.